Manufacturer narrative:
This patient had a valve in valve procedure (sapien valve in a sapien valve on (B)(6), 2011). The first valve was placed too aortic, and tee showed 2-3+pvl. A second valve was placed 60/40 which reduced pvl to 1+ to 2+ and the central leak to trace. The patient remained stable. At that point it was discussed that if the patient became unstable a vascular plug would be placed to minimize the pvl. At the time of this reported event, the patient was admitted to hospital due to shortness of breath and a cxr was taken. There was evidence of bilateral right pleural effusions, patchy airspace consolidation of the right lung base most commonly secondary to atelectasis. Atherosclerotic calcifications in the aortic arch were noted. The patient was diagnosed with aortic stenosis, with left ventricle dilation and left ventricular systolic function was severely decreases with ef approximately 19%. The right ventricle was noted to be normal size with right ventricular systolic function mildly decreased. The tricuspid valve regurgitation was noted as moderate at 2+. The right ventricular systolic pressure was 77 mmhg which is consistent with moderately severely pulmonary hypertension. Post closure of the pvl via plugging, the patient was found to have increased wedge pressure (40 mmhg) and increased lvedp and was transferred to ICU for monitoring and further management. The patient was discharged two days post the event in stable condition. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, the initial tavr procedure required a valve in valve procedure to improve the pvl and it was discussed that if the pvl worsened the leak would be plugged. It is possible that bulky calcification of the native annulus contributed to the significant pvl. There is no documentation of device malfunction. No further actions are required.

Event description:
As reported via the department of safety, 7 months s/p transapical transcatheter aortic valve replacement (tavr), the patient experienced 3+ paravalvular leak (pvl). The leak was repaired with a prosthetic 12mm vascular plug done in the catheterization lab.